Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11212. It was reported that patient¿s thoracic leads tangled up. Reportedly, the thoracic ipg migrated within the pocket (related manufacturer reference number: 1627487-2019-11208). As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.